Manufacturer narrative:
The field service engineer (fse) confirmed that the speaker cable was damaged during disassembly of the device. This occurred during an fse training class. There was no customer/patient involvement. The fse confirmed that the speaker was replaced. This event was determined to be non-reportable.

Event description:
It was reported that a speaker malfunction occurred. It has not been confirmed if the the speaker was producing any sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that a speaker malfunction occurred. It has not been confirmed if the speaker was producing any sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.